Manufacturer narrative:
(B)(6). No product or photos were returned therefore no device analysis could be completed. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with the instruction for use (IFU). Unfortunately, without the sample we are unable to determine the true root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the air bag was leaking, and the tracheal cannula was not securely fixed. It was then replaced with a new tracheal cannula device. There was patient involvement and no patient harm/adverse event reported.